Event description:
The doctor attempted to deploy a mynx control vcd 6f 7f and the device didn't deploy correctly. Button number "1", used for deploying and compressing the sealant, was stuck and wouldn't move, even once removed from patient, button wouldn't click. Unit reports they have not had a problem with this device in the past.